Event description:
The dealer reported that there is a hole in the frame of the power chair. This issue could cause product instability and the capability of the chair to maintain its weight bearing status which could cause the user to fall out of the chair.